Manufacturer narrative:
This report is being filed on an internation product, list number 6c29, that has a similar product distributed in the u.s., list number 6l27. (B)(4). A followup report will be submitted when the evaluation is complete. Evaluation in progress.

Manufacturer narrative:
After further evaluation, the suspect medical device was changed from (B)(6). MDR number 1628664-2013-00238 has been submitted and all further information will be documented under that MDR number.

Event description:
The account generated (B)(6) on a patient sample that repeated (B)(6) using two different architect analyzers. Patient 2: tested (B)(6) (1.33 s/co) but repeated (B)(6) (0.44, 0.53 s/co). No specific patient information was provided. No impact to patient management was reported.